Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (3.2mm guide wire 400mm, part number 357.399, lot number 7853214). Visual inspection of the guide wire revealed that the guide wire was severely bent and not broken as reported. Fretting marks typical of using the device in a misaligned position were observed. Shearing due to long and excessive force was also observed. The review of the device history records, as previously reported, showed that there were no issues during manufacturing that would contribute to this complaint condition. No abnormal findings were identified. This complaint was confirmed based on the bent condition of the wire but the complaint condition is not related to a manufacturing issue. The investigation observations indicate that the root cause of the complaint condition is due to lateral mechanical overloading and misalignment during surgical use resulted in the bending of the guide wire and the damage to the wire from the edges of the reamer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: november 12, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Unknown when the guide wires actually broke. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: it was reported that four (4) guide wires were found broken in the loan set when being checked on (B)(6) 2016. There was no patient involvement. This is report 2 of 4 for (B)(4).